Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head tested out of specification on the e-field immunity test and it was noted that its label had coating missing. Both the head's cable and label were replaced to resolve the issues. Concomitant products: product ID 2090 programmer. (B)(4).